Manufacturer narrative:
An event regarding revision due to poor range of motion involving a triathlon insert component was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: there is adequate size of components but the femoral component is in malposition and implanted relatively high due to an excessive distal femoral resection. The size of the femoral component is probably correct but the device is placed at least 1-cm higher than would be optimal. This causes a severe flexion-extension gap mismatch with the extension gap being much bigger than the flexion gap. Fibromyalgia is an ill-defined medical problem where inflammatory problems are mainstay without anatomic substrate. This patient has clear mechanical problems in the arthroplasty due to femoral component malposition causing anatomical based problems with the functionality of the arthroplasty. From the patient-related perspective, there is little specific information. Weight and height of the patient were not provided. Excessive weight is however not normally a root cause for device failure although it may increase the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case although unlikely at the patient¿s age of (B)(6). No evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon a procedure-related factor provides a plausible explanation for the failure event of this case consistent with all reported facts and findings. This pi case is not device-related. Procedure-related factors: - femoral component malposition due to excessive distal femoral resection patient-related factors - none evident, no info. Device-related factors: - none. Diagnosis: femoral component malposition due to excessive distal femoral resection was treated by implantation of an extra-thick tibial bearing providing stability in extension but due to the developing flexion-extension gap mismatch made knee flexion impossible. It is not certain that the revision procedure with further increase in tibial bearing thickness did solve the problem. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the medical review indicates that the femoral component malposition due to excessive distal femoral resection was treated by implantation of an extra-thick tibial bearing providing stability in extension but due to the developing flexion-extension gap mismatch made knee flexion impossible. It is not certain that the revision procedure with further increase in tibial bearing thickness did solve the problem. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a triathlon total knee. Revised the tibial insert from a size 16 to a 19. Also resurfaced the patella which wasn't done originally. The patient had only about 70 degrees of flexion.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revised a triathlon total knee. Revised the tibial insert from a size 16 to a 19. Also resurfaced the patella which wasn't done originally. The patient had only about 70 degrees of flexion.